Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/02/2015 with the following findings: device evaluation: on investigation, the display screen was noted to be dim and discolored and the battery compartment was cracked at the threads above the bumper pad and at the case seal below the bumper.

Event description:
The pump was returned for investigation. Investigation revealed a dim/discolored display and damaged battery compartment. This report is made based on results of investigation completed on 12/02/2015.